Event description:
A report was received that a patient underwent a pocket revision surgery due to the patient's pocket being too deep. The physician relocated the implantable pulse generator to a different pocket. The patient is reportedly doing well following revision surgery.

Manufacturer narrative:
This is the final report.